Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 500 mg/dl. Patient's other blood glucose value: 379 mg/dl, 121 mg/dl and 200 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer was treated with pump. The device is not expected to be returned for analysis.